Event description:
It was reported that a device was used during an esophagogastric anastomosis. The device was used without incidence. Three days post op patient was returned to surgery due to the staple line giving way. Patient is recovering in intensive care.